Event description:
The customer reported the unit's display label was incorrect. The label lacked the pacing setting which could mislead the user in selecting the correct therapy.

Manufacturer narrative:
The customer reported the unit's display label was incorrect. The label lacked the pacing setting which could mislead the user in selecting the correct therapy. The biomed discovered the incorrect label during routine maintenance. Replacing the label resolved the reported issue. We will consider this a manufacturing malfunction.